Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The device would not clip fully, the clips would fall off. A new er320 was opened to complete the case and worked fine. There was no consequence to the pt.